Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407658 lead, implanted (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient presented to the emergency department with chest pain. An interrogation revealed the right atrial (ra) lead had high capture threshold. The lead remains in use. No patient complications have been reported as a result of this event.